Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor implanted: (B)(6) 2011; ddmb2d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received due to an alert for high superior vena cava coil impedance on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.